Manufacturer narrative:
(B)(4). Concomitant medical products: unknown item # unknown head unknown lot #, unknown item# unknown stem unknown lot #. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 03360.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Patient will undergo a revision on an unknown date due to polywear; additional information requested and no further information available at this time.

Manufacturer narrative:
(B)(4). This follow up is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. X-ray review asymmetric lateral positioning of the femoral head within the acetabular cup suggesting polyethylene wear. Possible lucency along the superior acetabulum, with significant lucency also seen along the proximal femur involving the greater trochanter and lesser trochanter, suggestive of osteolysis. A root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple supplemental reports submitted for this complaint: 0001825034-2018-03360-1. Device not returned.

Event description:
It was reported that patient underwent total hip arthroplasty on unknown date. Patient underwent revision due to polywear. Attempts have been made to obtain additional information; however, none is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.